Event description:
Patient's mother reported her daughter has experienced elevated blood glucose levels for several weeks while using the infusion sets. Mother stated at one time her daughter had ketosis and had to be admitted to the hospital on (B)(6) 2011. Patient's blood glucose level and treatment received were not provided. Patient's normal blood glucose range was not provided. Mother stated the pharmacist ordered a different type of infusion set. Mother reported finally after one week her daughter had a "good" infusion set. No further information is available. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.